Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Match issue. It was reported that as the event (B)(4) happened, considering safety, the distributor checked the same lot products, noted the impact product also with the same issue: 966112 could not pass the way through the slot/hole of 966115. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.